Manufacturer narrative:
Medtronic received the following information from a journal article entitled; utility of noncontrast magnetic resonance angiography for aneurysm follow-up and detection of endoleaks after endovascular aortic repair kawada h., goshima s., sakurai k., noda y., kajita k., tanahashi y., kawai n., ishida n., shimabukuro k., doi k., matsuo m. Korean journal of radiology. 2021; 22(4):513-524 doi: 10.3348/kjr.2020.0001. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and non mdt stent grafts were implanted in patients in the endovascular treatment of abdominal aortic aneurysms on unknown dates. The following malfunction was reported; type ia endoleak.